Manufacturer narrative:
External insulation abrasion was noted at 43.5-43.7cm from the distal tip, consistent with lead friction against the ICD can. Internal insulation abrasions were noted at 10.4- 10.7cm and 10.6-11.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were noted under the svc shock coil 16.8-17.0cm, 18.8- 19.1cm, 19.7-20.2cm, and 21.3-22.0cm from the distal tip. The etfe coating of the rv conductors was abraded and melted at 16.8 -17-.0cm from the distal tip. This is consistent with the reported low hv lead impedance.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy for atrial fibril- lation. The patient had severe pain during atp therapy and hv shock. Low hv lead impedance was observed. The device attempted to deliver additional hv shocks, but was unsuccessful. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.